Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. A review of the system logfile confirmed the reported malfunction. The philips field service engineer (fse) visited onsite and upon functional testing, the fse analysed the system in collaboration with national support specialist (nss) and confirmed that the suite pc software needed to be reloaded. To resolve the issue, the fse reloaded suite pc software. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot, stalling at the startup screen. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.